Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One osseotite® tapered certain® prevail® implant 5/4 x 11.5mm (xiitp5411) was returned for investigation (image 1-7). Visual evaluation of the as returned product identified signs of wear and debris about the threads. The drive feature is noted to contain the fractured base of the reported sgiim4s navigator mount. This piece is too badly damaged to be removed. No pre-existing conditions were noted on the per. The reported product was located on an unknown tooth site and used for 1 day. The reported event could not be recreated due to the nature of the dental device and event (fracture). Appropriate documentation was reviewed. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the sgiim4s dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. Based on the available information, device malfunction has occurred and the reported event was confirmed.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that the mount screw fractured in the implant. The implant was removed and the procedure was completed with another implant.